Event description:
It was reported to ventec that the device was continually rebooting by itself until its batteries had depleted. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device continually rebooting was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not properly connected to the ift. This would result in the continual reboot observed. Ventec then properly seated the ift cable to the ift which resolved the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not properly seated.